Event description:
User reported that they were unable to hold temperature using the quantum heater cooler during a case. There was no patient harm as a result of this complaint.

Manufacturer narrative:
Unit received by spectrum medical, initial investigation confirmed fault. Inspection of the internals revealed the disc air filter was overly saturated with glycol. Disc air filter was replaced after which the unit behaved as expected.

Manufacturer narrative:
Conclusion awaiting completion of investigation.

Event description:
User reported that they were unable to hold temperature using the quantum heater cooler during a case. There was no patient harm as a result of this complaint.